Event description:
The customer reported the intermittent loss of cine functionality, thereby losing subtraction, road-mapping, or other critical vascular cine functions. There is no report of pt injury.

Manufacturer narrative:
The field service rep attempted to schedule a repair visit, however the customer reported that the cine function was now working and they no longer required assistance.